Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy procedure, the patient experienced a post-operative bleed identified by low hemoglobin levels. A blood transfusion was required; the hemoglobin levels were reassessed and increased post-transfusion. No further intervention was required. The patient is recovering well. The following information is unknown: the source and cause of the post-operative bleed, and the estimated blood loss associated with the complication. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.